Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify that the printer was jamming, however, analysis did find that system errors had occured in the past. It was also noted that both latches on the power cord bay were broken.

Event description:
It was reported that paper jams in the printer, and there are broken tabs on the power cord compartment cover. There was no patient involvement.